Event description:
It was reported that the patient experienced pain in her hip. The patient met with her physician about this "a few weeks ago" and was told to turn her implantable neurostimulator (ins) off, but the pain continued. She then visited a chiropractor who told her the lead may have moved. It was noted that the patient was postpartum and was currently in the hospital for approximately two weeks. It was also noted that the patient told her nurse that the ins was implanted off-label for interstitial cystitis. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v568714, implanted: 2011 (B)(6), explanted: na, product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient (B)(4).